Manufacturer narrative:
Concomitant device continuation: (product ID: 0112870, lot number: 43aq0028). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after the implant, the patient experienced unincorporated mesh, recurrence, and adhesions. Post-operative patient treatment included component separation and removal of mesh.